Manufacturer narrative:
Recall number: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was inoperable due to the patient failed to recharge their system for 2 years. Surgical intervention may be considered to address the issue.

Manufacturer narrative:
Correction: corrected the facility name and physicians address during processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information found indicates the patient had their ipg explanted and replaced to address the issue. Therapy was restored post-op.

Event description:
Additional follow-up "reveal" the patient may undergo a trail with burst therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.